Manufacturer narrative:
The investigation of low pump flow has been completed. The product was returned and evaluated. There were kinks in the cannula observed and biomaterial found on the impeller. Low pump flow was not reproduced. The data logs from the field showed a large motor current spike once the pump was taken out of surgical mode, which was followed by low flow. The placement signal increased and there were speed deviations while the flows decreased to less than 1l/min at p-8 and p-9, which suggests a larger biomaterial ingestion. The root cause of the low pump flow was most likely biomaterial. The failure mode thrombus was removed and incorporated into the root cause of the low pump flow instead. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-17679: b1 changed to product problem. B2 should have been left blank. E4 should have been left blank. H1 type of reportable event. H6 code 4440 was reported incorrectly. New code was added to health effect - clinical code.

Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed. Section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿

Event description:
The complainant reported the 34-year-old male patient was on impella rp flex support when the flows dropped output and failed to provide adequate flows to support the patient. The pump was explanted and after the explant biomaterial was noted in the inlet after explant. The patient outcome at explant was that they survived.